Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the sytem had a drawer failure. The technical support specialist reached out to the customer, and it was confirmed from the customer's end that the issue had been resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.